Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed which was positive for raoultella planticola. Upon a follow-up call with the nurse, it was clarified by the nurse that the doctor was unfamiliar with this organism, and it may have originated from the bowel or the patient's teeth. The nurse did not provide information regarding treatment for the event. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient had recovered from the event. On (B)(6)2010, the patient was discharged from the hospital. Concomitant medications were not reported. Per the nurse, the bacterial peritonitis with culture positive for raoultella planticola was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10f03074, h10e08034), with no defects noted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking before use. According to the report, the device was filled with 240 ml of 0.9% sodium chloride. The sample was contained in a re-sealable pouch which was placed in a bigger re-sealable pouch. There was a lot of solution in the first pouch and some solution in the housing. The winged luer cap was disconnected. The fill port was secure. The winged luer cap was believed to be secure after filling. There is no report of patient injury or medical intervention. No additional information is available.